Event description:
In 2008, the pt reported concerns with her insulin infusion sets and erratic blood glucose readings from 36 to 400 mg/dl. She stated, she has to change her infusion headset every 2 days. She said that sometimes her blood glucose readings go low after she changes her headset and then elevate after 2 days. The pt stated sometimes she sweats off the infusion headset as she does intensive exercise. During troubleshooting, the pt stated she has an insertion device but does not use it. She stated she uses her abdomen for her site. She stated her midriff area is mostly muscle and when she places her site, there she feels she "gets into a vein because levels go low and then high" and when she removes her headset it is sometimes bloody. The pt stated she sometimes drops her insulin infusion device or catches it on a doorknob which pulls out her headset. Site rotation and absorption was discussed with the pt. The pt stated she has a guide to site management and tegaderm. The pt was advised to review the guide and use the tegaderm to secure headset. Complimentary prep wipes and an infusion device pouch were sent to the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.